Event description:
It was reported there was a metal chip on the top edge of the nail face. The nail could not be fitted to the aiming arm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and did not reveal any deviation from specification. The additional evaluation revealed that the chip formation during production is not possible. Chip formation must have occurred after electropolishing. Electropolishing is the last process prior to final inspection. Nails are subject to 100% inspection prior to packaging. 100% manual deburring. The investigation carried out showed that there is an metal chip visible on the plane surface of the pfna nail. The investigation results confirm unambiguously that the article left the production plant in a good and fully functional condition. On account of the fact that the metal chip (B)(4); opposed to the 5 mm groove, we can only assume that the damage was caused by improper handling of the aiming arm.m.h.